Event description:
Pt wears daily wear soft contact lenses with occasional overnight wear, noted a three week history of ocular redness. Co examined her last week, and treated her with topical tobradax. Examined her again two days ago and referred her for further eval. Examination was remarkable for a vision with glasses of 20/40 in the right eye and 20/80 in the left eye. Keratometric "mires" were mildly distorted in the right eye and markedly distorted in the left eye. Examination was remarkable for a moderate, fine, diffuse punctate epithelilal keratopathy over the entire cornea of both the right and left eye. Verticillate changes were present in the superior third of the cornea in the right eye and the superior two-thirds of the cornea in the left eye. No corneal nerve infiltrates were present. There was no ring infiltrate. The anterior chambers were deep and quiet. The right and left lenses were clear. Intraocular pressure and dilated fundus exam was unremarkable. Pt has a contact lens-associated superficial keratitis in each eye. She has a diffuse punctate epithelial keratopathy, which is likely due to a toxic or immune reaction to various contact lens deposits: she also has a superior verticillate keratopathy in each eye, the left greater then the right, which is likely related to a contact lens-induced limbal stem cell insult. I see no evidence of acanthamoeba or infection. We did discuss the risks of scarring from this. I told her it may take weeks or longer for the keratitis to resolve. Hopefully, the verticillate keratopathy will gradually resolve as well, if the limbal stem calls recover. She will continue the tobradax in each eye, four times a day. For now I will likely eventually switch her over to optical steroids without the antibiotic, to minimize any toxicity, I told her she is not a good candidate for contact lens wear in the future.